Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer got a low reservoir alarm prior to going to bed. The customer thought she had enough insulin to last through the night, but when she woke up she was very sick. Assisted the nurse with rewinding the insulin pump. Advised the nurse to call back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.